Manufacturer narrative:
One filter set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the IV fluid is not running through the administration set. There was no patient injury reported.